Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 415 mg/dl vs. 215 lab. Tests were done within 10 minutes with a difference of 93%. Pt did not experience any adverse events. No further info has been reported. Note: the meter had a power issue and also some error 3,5. None of them met the medical complaint criteria.